Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va16v94 serial# implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a change in therapy and the cause was unknown. They felt stimulation in their labia and down their leg. About one month after the first revision, they needed to turn the stimulation up to 5 or 6 v. It was noted that they didn't have any bowel issues. They were going to undergo revision on the day of the report and there was cautery involved. The patient opted for the revision over botox.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.